Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. Customer plugged the pump in to a computer and the pump was able to be successfully charged after being powered back on. The customer¿s blood glucose was 112(mg/dl).